Manufacturer narrative:
Device used for an off label indication. The indication the device was used for was occipital stimulation for headaches. Concomitant medical products: product ID 3986a, lot# n339621, implanted: (B)(6) 2012. Product type: lead: product ID 3986a, lot# n339622, implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37746, serial# (B)(4). Product type: programmer, patient: product ID 3708260, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that high impedances were measured. All contacts were over 40,000 ohms. It was stated the patient felt intermittent stimulation and then had a total loss of stimulation the weekend prior to report. The patient experienced increased headache pain due to loss of stimulation. Less than 50% therapy relief was reported as well. About ten days later, it was reported the patient had a revision. During the revision, it was noted that the extension was frayed at the bifurcated junction. No known falls of traumas were reported in relation to this event. The extension was replaced and it was indicated that "it was working fine" after. A follow up report will be sent if additional information is received.